Event description:
It was reported that the lead exhibited noise. During removal of the lead, an insulation anomaly was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded and the sensing coil exposed at 8.0 cm and 14.0 cm from the connector pin. The abrasion is consistent with that occurring due to friction to the device can.